Event description:
On the morning of the event date the medical technician at the practice reported to the business manager, a burning electrical smell in the hallway. The smell was traced to the ubit-ir300 in the lab area. When the ubit-ir300 was turned off, the smell dissipated in about 10 minutes. No smoke was associated with the smell. No user discomfort or injury was reported. Earlier that day, the ubit-ir300 had displayed an error message that indicated the o2 sensor needed to be replaced. This error message requires a service call. The business manager notified meretek-oapi customer service on the same day, and a technician was sent to investigate two days later. A replacement unit was sent to the facility and it arrived the following day. This instrument was the subject of a repair notice. Notice of the repair had been received by the customer. Letter is attached. The defective unit was shipped to meretek-oapi for return where a detailed investigation will be conducted.

Manufacturer narrative:
The unit is currently under evaluation in another country. Observations by the service technician are given below. A field rep visited the site in 2008. At that time, a preliminary investigation of the instrument found no residual detectable smell of "burning". On opening the cover of the instrument, a moderate amount of dust was observed in the internal components of the upper chassis. The instrument was position 3 1/4" from a wall on the left side, 3" from a computer printer on the right side, and 2" from a wall in the rear of the unit, providing inadequate ventilation. The manual states that the instrument should have no less than 4" clearance all around the instrument.